Event description:
N/a.

Manufacturer narrative:
Updated fields: d4: unique device identification (UDI): (B)(4). The certas plus was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 5 reports. Other mfg report numbers; 1226348-2020-00251, 3013886523-2020-00049, 3013886523-2020-00050, 3013886523-2020-00047. A physician reported occlusion of a certas valve: patients initials: (B)(6). Date of implant: (B)(6) 2017. Date of explant: (B)(6) 2020. Valve malfunction: normal distal runoff from distal tubing alone. Intrathecal catheter with appropriate runoff. Valve presumably occluded. Of note, valve did successfully change settings with programmer several days prior to valve exchange. Date of malfunction: first presented 3/12 after abnormal eye exam. Signs/symptoms of malfunction: papilledema on dilated eye exam, headaches, ventricular enlargement on scan. Delay in procedure: no. Issue discovery: after implantation. Present patient condition: recovered to baseline. Additional information: priming was performed successfully prior to valve insertion. The medical staff successfully changed the valve settings prior to the revision surgery, no patient improvement; therefore it was replaced.